Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion tests. The insulin pump primed properly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a missing end cap sticker and cracked battery tube threads.

Event description:
Customer's mother called reporting her daughter's insulin pump is stuck in the preparing to prime loop. Customer's blood glucose is 130 mg/dl. The device history showed three low reservoir alarms and a no delivery alarm. Customer did not try to deliver a bolus during the fill tubing process. She said sometimes the device will get out of the rewind process loop, and sometimes it does not. This happens every time customer changes her infusion set. Customer was advised to remove the battery for ten minutes. Customer ran the rewind/fill tubing process again and it was successful. She was advised the loop occurred because customer attempted a bolus while in the rewind/fill tubing process. The device will be replaced. Customer's mother also mentioned that during the night, customer's blood glucose would be 150 mg/dl, but in the morning she would be very low. This has been happening for the last month. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.